Event description:
The user reports worsening of the hearing performance with the device which already began 3 years ago and in recent weeks intensified. She notices a loud noise like a hiss.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reports worsening of the hearing performance with the device in 2022 which already began 3 years ago and in recent weeks intensified. She notices a loud noise like a hiss.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, an incomplete electrode insertion at the time of implantation and a further migration is reported. Furthermore, damage to the active electrode which might have been caused by device minute mobility is suspected. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation surgery is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reports worsening of the hearing performance with the device in 2022 which already began 3 years ago and in recent weeks intensified. She notices a loud noise like a hiss. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, an incomplete electrode insertion at the time of implantation and a further migration is reported. Furthermore, damage to the active electrode which might have been caused by device minute mobility is suspected. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, an incomplete electrode insertion at the time of implantation and a further migration is reported. The investigation results appear to match the problems mentioned in the recipient report. In addition, in situ measurements show several channels involved in a short circuit and with hi status due to undetermined reasons. This is a final report.

Event description:
The user reports worsening of the hearing performance with the device in 2022 which already began 3 years ago and in recent weeks intensified. She notices a loud noise like a hiss. The user has been re-implanted.